Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the balloon ruptured. The issue occurred during a therapeutic endobronchial ultrasound procedure. The procedure was completed using the same device as the split was not noticed until after completion when the provider was attempting to deflate the balloon and pulled out air instead of saline that was used to inflate. There were no reports of patient harm. Related patient identifiers:(B)(6).

Manufacturer narrative:
Updated fields: e2, e3, g2 and h6. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use which state: the contents of the instruction manual(ge5938:bf-uc180f, revision number 31), the following warning was issued. Never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. Never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. When withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasound image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. Always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. The balloon can tear easily, beware of sharp objects. Olympus will continue to monitor field performance for this device